Event description:
The hosp reported that during a coronary artery bypass graft surgery, one heartstring seal did not load properly. The surgical tech pressed the green wings, pushed the delivery tube all the way down to load the seal. The seal was loaded properly inside the delivery tube; however, as the delivery tube was removed, the seal remained in the loader window. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the folded seal was visible and positioned proximal to the window inside the loader assembly. The delivery device was not attached to the loader and the seal remained inside the loader. The plunger had not been depressed, and there was no blood visible on the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.